Event description:
No additional information.

Manufacturer narrative:
It was reported the numbers and markings on the syringe are crooked. To aid in the investigation, four samples bulk packaged in a plastic bag and one photo was received for evaluation by our quality team. Together with the samples was a tray top web with lot number 2270441. A visual inspection was performed, and the barrel scale printing is slightly skewed. The samples were tested per it22, which evaluates volumetric accuracy, scale alignment and a skewed scale, and the samples passed. The scale marking issue is considered an acceptable imperfection. The photo provided shows a syringe with the barrel scale printing slightly skewed. No other defects or imperfections were observed. A device history record review was completed for provided material number 305617, lot 2270441. The review revealed there were no internal rejects related to the reported issue by the customer. According to the quality records all the inspections of the sampling plan met the acceptance criteria. Additional device histories were reviewed for each batch of syringes used in the manufacturing of this tray. There were no related quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 12 of the bd luer-lok¿ syringe experienced scale marking issues. The following information was provided by the initial reporter: the numbers/markings on the syringe are crooked aiding to inaccuracy for use.